Manufacturer narrative:
A steris field service technician arrived on site and met with a clinical engineer from the user facility. After the technician and clinical engineer inspected the table they identified an override switch cover with one fastener broken. This was located on the right side and allowed for the table cover to become misaligned. When the table cover is misaligned, it exposes the auxiliary control switches. The switch was inadvertently pressed and overrode the hand control causing the table to continue in a downward movement. The technician replaced the table's kit override cover and toggle boot seal. The table was tested, confirmed operational according to specification, and returned to service.

Event description:
The user facility reported during a patient procedure, they commanded their 3080 sp surgical table into trendelenburg position. The operator pressed the trend button and released the button when the table reached the desired position, however the table continued toward the down position. Members of the or staff ensured the patient was secured and held in a level position. The staff then engaged the override switches and returned the table to a level position. No report of procedural delay or cancellation. It is unknown whether the patient was injured due to the reported event.